Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) stated that the drug information reads as morphine 0.0741 mg/1.0 mg/ml/.

Event description:
Additional information was received from a healthcare provider (hcp) who clarified that the catheter was revised because the pump was flipping in the pocket causing a coiled catheter.

Manufacturer narrative:
H3 ¿ the sutureless connector (sc) boot of the catheter was returned for analysis and analysis found ¿no significant anomaly ¿ sc connector ¿ damaged at explant.¿ analysis of the returned pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient came to the ER (emergency room) with an acute increase in spasticity and he was wanting to check the pump to confirm it was functioning. The hcp did not have a clinician tablet. When asked if there was any audible alarming or previous history like a refill, the hcp stated that he heard no alarms, and he was unsure when the last refill was.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6),implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jul-2024, UDI#: (B)(4), h11 ¿ the manufacturer¿s device registration system indicates that a catheter revision occurred on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.